Event description:
It was initially reported by arjohuntleigh representative: "resident fell out of calypso that was trying to load from the rear of the tub and had the resident on the lift wrong: caregiver had resident on facing forward and did not have the arm rests down. Resident fell off the side and hit head." MFR# 9611530-2013-00153.